Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the nurse was infusing antiepileptic using microbore extension tubing when it was noticed to be on the floor and not going into the patient. The tubing appeared to be leaking near the hub. There was no harm reported.

Manufacturer narrative:
Concomitant medical products: 10ml monoject 0.9% sodium chloride, lot: 1561274 exp: june 2017. Therapy date: (B)(6) 2015. The customer¿s report of set leaked near the hub ¿female luer¿ was confirmed. During visual inspection it noted that the female luer had a vertical hair line crack. The syringe was manually removed from the luer and further visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed and fluid flowed through the crack on the female luer. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The root cause of the leak was identified as a crack. The cause of the crack was not identified.